Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Examination of a provided photograph of the device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfc w nav: (B)(6) 2018 tibial impactor split at time of impacting the tibia, case was able to be finished with the same impactor. There was no delay in the surgery. Nil action required to complete case. No ae to patient.